Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" on (B)(6) 2007. The patient's medical history included dysfunctional uterine bleeding, nabothian cyst and uterine bleeding. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy vaginal total laparoscopic, with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: three coils were exposed bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: do not see any patency of the tubes and very little cavity, which could be related to the scarring from the ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: medical record received: case was upgraded to serious incident. Event injury was replaced with event medical device removal. Event "essure and ablation performed on same day" added. Reporter, lab data, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.